Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg, ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was possible atrial undersensing noted during a ventricular fibrillation (vf)/ventricular tachycardia (vt) episode, which was most likely due to blanking. Also noted was a possible sensing integrity counter (sic) issue with the ventricular lead, and t-wave oversensing (twos) during a fast, disorganized vf episode. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.